Manufacturer narrative:
Upon follow up it was reported the patient was recovering from the peritonitis event, further described as ¿the patient's status was improved and were being prepared for releasing home¿. Dianeal 2.27% was added. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient was released home and was continuing with peritoneal dialysis. Both dianeal and extraneal therapies were ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter's telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and patient outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal and extraneal therapies were ongoing. No additional information is available.